Event description:
The facility reports the pt was lifted out of the bath by the ambulift with both arm rests down. The care workers rotated the chair around in line with the hoist. When the care workers were ready to attach the sling clips to the lift, they lifted up on both the ambulift arm rests. It was at this point the pt fell to the right behind the care worker and onto the floor. The pt sustained possible head injuries.